Event description:
The customer reported via phone call that the insulin pump is broken at the reservoir compartment lip and the end cap popped out. Blood glucose value was 190 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had broken reservoir tube lip, detached end cap, cracked reservoir tube, cracked reservoir tube window, missing reservoir tube o ring, minor scratched display window and cracked battery tube threads. It was not possible to perform the displacement test due to detached end cap.